Event description:
It was reported that there was a left total hip arthroplasty revision due to femoral component loosening.

Manufacturer narrative:
Catalog number is unknown at this time. The device was reported as an unknown femoral stem. Additional information has been requested and if received, will be provided in the supplemental report.